Event description:
The manufacturer received information in relation to a dreamstation auto CPAP device. The patient has alleged respiratory tract irritation, asthma (new or worsening) and reduced cardiopulmonary reserve. Medical intervention was not specified. During evaluation of the device at a third party service center, there was a technical finding of 1 error code present and damaged lcd screen. There was no evidence of visible foam particles. No other problems were detected. The device was repaired.